Manufacturer narrative:
The scope was sent to an external expert for destructive sample testing. The external experts provided the results and the summary of the report is the following: during the destructive sampling, high concern organisms were not detected. Additionally, the external expert noted during destructive sampling: -detachment of the glue of the distal end cover, the objective lens and the around nozzle and -bleaching of the glue of distal end cover and around the nozzle the summary of the root cause analysis report for the postmarket surveillance the referenced tjf study. Based on the investigation findings, (microbiological analysis, reprocessing procedure review, destructive sample review), the most probable cause of the reported positive culture can be attributed to insufficient reprocessing /improper reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results on the physical evaluation of the scope. The scope was sent for destructive sampling. The destructive sampling was completed but the results have not been finalized. The scope was then sent to an independent laboratory for ethylene oxide (eto) sterilization and then returned to the manufacture for a physical evaluation. A visual inspection was performed on the received condition and found yellow substance inside the scope. The yellow substance was found inside the instrument channel from the biopsy port side. The channel was further inspected and found more yellow substance inside the instrument channel from the bending section side. The suction channel was inspected and found additional yellow substance inside the channel from the suction channel entry side and scope connector side. Additionally, the image is working normal. A leak test was not able to be performed due to a disassembled distal end during destructive testing. The scope was purchased on october 23, 2011 and the last time the scope came in for service was august 16, 2018. The cause of the yellow stains cannot be determined positive culture cannot be determined at this time. However, the manufacture will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be supplemented accordingly. The reprocessing manual provides several warning and cautions statements in an effort to prevent cross contamination. ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) including the forceps elevator recess prior to storage, will lead to an infection control risk.¿

Manufacturer narrative:
As part of the post market surveillance study process, olympus personnel conducted a review of the sampling technique of the scope sampler and the following observations were noted: during preparation, cardboard was brought into the sampling room. The sampler did not wear ppe glasses and was removed from the sampling room. During sampling process, a reprocessing technician entered the sampling room and began working near the sampling area. The sampling room was next to the reprocessing room. Olympus personnel concluded by informing the sampling staff of the deviations. Olympus investigations is ongoing. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. On december 19, 2018, the olympus endoscopy support specialist (ess) visited the user facility to review the reprocessing technique of the technician that reprocessed the scope at the user facility and found the technician was not following the proper sequence of cleaning and reprocessing. In addition, the user facility is not performing proper cleaning to the elevator at the distal end area. The ess observed the following: the technician reuses the sponge that is used during the pre-cleaning steps for the manual cleaning wipe down of the scope. During leak testing the technician was leak testing 30 seconds angulation and then only 10-15 for the elevator. During the brushing steps the following was observed (1)technician begins with angled brush from hedge hog model sbb-119-50 to clean channel opening instead of recommended bw-412t brush. (2)technician then uses the olympus maj-1534 to brush inside the elevator and the elevator recess. (3)technician olympus recommend steps when using the maj-1888 brush and also flushing the front and back of the elevator with a 30cc syringe. (4)technician used the long cleaning channel brush for the biopsy port and then the channel openings. During the suction step the technician does not raise and lower the elevator. The technician is then using the scope buddy product for 1 minute 30 seconds for manually flushing, rinsing, then air. When the technician removes the scope from the medivators edge automated endoscope preprocessor they are not drying the air/water cylinder, suction cylinder, and forceps recess with a sterile q-tip. The ess notified the user facility¿s staff and recommended an official in-service to discuss the deviations with all of the staff that reprocess these scopes.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The olympus endoscopy support specialist (ess) reported an in-service on reprocessing was last performed at the user facility two years ago and that the user facility utilizes non-olympus vendors for repair (ims) and for education (prezio health). Olympus dispatched an ess to the user facility to observe the reprocessing practices and to provide training if necessary. To date, the ess visit has not been finalized. The cause of the reported event could not be determined, however, if additional information becomes available or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for a high concern microorganism, escherichia coli, after reprocessing. The user facility utilizes the medivators edge automated endoscope reprocessor (aer) machine for high level disinfection. There was no associated patient infection reported.